Event description:
It was reported that the lead impedance was out of range. Coil impedance was greater than 200 ohms, and an apparent lead fracture was seen on x-ray. Oversensing had caused vf detection and six .8j shocks. The lead was capped. No further patient complications have been reported as a result of this event.